Event description:
This rv leas was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 9/5/2017 stating that this lead had minute ventilation chop approximately 7 seconds prior to double bar and then approximately 10 seconds after. There was a variable impedance trend value and the variability became larger in 2017. The patient was having underlying episode lasted 1 minute and 28 seconds. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).